Manufacturer narrative:
Product complaint # (B)(4) upon further review, it was determined that this complaint was already reported under 1818910-2023-06487. Further follow-up reports will only come from 1818910-2023-06487.

Event description:
Clinical adverse event received for spin out. Event is serious and is considered severe. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2023. Date of revision: (B)(6) 2023. Date of event: (B)(6) 2023. (Left knee). Treatment: revision; insert was revised.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.